Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy and spinal pain. Information was reported that the patient had their ins repositioned two years ago due to losing weight, but the patient gained all the weight back. No further complications were reported. No additional patient symptoms were reported.